Event description:
It was reported that during a liver lobectomy procedure, the surgeon tried to fire the device, but the device just made a noise without any result with both cutting and stapling. The device seems to have problem inside of the handle. There was no patient consequence.

Manufacturer narrative:
Date sent: 06/21/2007. Information was not provided by the affiliate. Evaluation summary: the analysis results found that the device was received with the firing mechanisms damaged and with a cartridge loaded in the device. The cartridge was received fully loaded with staples. No functional test could be performed with the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The returned cartridge was loaded into a test device and it fired, cut and formed all the staples as intended. Although no conclusion could be reached on how the device got damaged with the information provided, it should be noted that at least a 100% inspection takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected. A batch record review was performed and no anomalies were found during the manufacturing process.